Event description:
We were attempting to place an extended dwell IV into a baby utilizing the PICC [peripherally inserted central catheter] kit. One item we use is a separately packaged neomagic modified seldinger introducer kit. All of the ones we have currently on the unit are from lot 1076 (manufactured 8-31-25). They look slightly different than the ones we had previously. They contain a thin wire encased in a protective plastic circular casing. Normally we remove the blue end of the tube, and the thin wire is there for us to thread into the baby's vein. We went through at least 4 (maybe 5?) Before we had one where we could actually access the wire. In each case, we could see the wire visibly encased in the plastic tubing, but none of it was extending out enough for us to pull it out of the tubing. Since we were mid-procedure, each time we had to call out to someone outside the room to bring a new package in and use sterile procedure to drop it onto the field. We had to do this repeatedly until we had one that was usable. This did delay our line placement. We did save a package and two of the wires encased in tubing and gave them to our manager.